Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced yellow drainage from the peg stoma. It was reported that the patient needed extensive re-education as she¿s not caring for her tube and stoma. The family physician gave two courses of penicillin. On (B)(6) 2022, it was reported that a culture was completed and results showed heavy growth of strep anginosus group with commensal flora.